Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement and was confirmed via x ray and lead testing. This ra lead was explanted, disposed and replaced. No additional adverse patient effects were reported.